Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the atrial lead was not capturing following coronary artery bypass surgery. The lead was explanted and it was noted that the helix looked bent. The lead was replaced. No patient complications have been reported as a result of this event.